Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported kink was confirmed. There was a separation in the hypotube in the same area of the noted kinked outer member. The outer member remained intact. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 2.5 x 15 mm nc trek balloon catheter, a kink in the hypotube was noted. There was no other device malfunction or issues reported. The device was not used. A new device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. Return device analysis revealed that there was a separation in the hypotube in the same area of the noted kinked outer member. The outer member remained intact. No additional information was available.